Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor power is too low. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. (B)(6). Placeholder.

Event description:
The air pen drive was returned for repair because it was not working during a procedure. This is report 1 of 1 for complaint#(B)(4).